Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, wound infection manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast prosthesis coupled with an infection of the right breast after a physical exam. As a result, the patient underwent unilateral removal without replacement on (B)(6) 2022. A re-augmentation surgery is scheduled for (B)(6) 2022, for the right breast.

Manufacturer narrative:
On march 10, 2022, mentor was provided with additional information regarding the complaint. The patient's right breast implant was extruding from the right inframammary incision. Reason for device explant and/or reoperation: device extrusion manufacturer¿s reference number: (B)(4).